Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Catalog #: z900200240. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that she has a recalled z9002 implanted in her right eye. The patient reported that she has blurry vision and that the iol is ''off by 3.5 diopters.'' She noted that she has been in a lot pain since the iol was implanted because she has had uveitis. It was ''uncomfortable'' at first but over 14 months grew to be intolerable; it is now under control. She used prednisolone to treat the condition. The patient reported that she had discussed her issues with the implanting doctor who reportedly told her ''the issue was in her head.'' The iol may be explanted in the future as the uveitis has resolved.

Manufacturer narrative:
Outcomes attributed to adverse event ¿ in addition to the previously reported other serious (important medical events) , required intervention to prevent permanent impairment/damage (devices) has now also been indicated as the intraocular lens has now been explanted / exchanged. The date of explant was learned to be (B)(6) 2015. (B)(4). The patient's medical records were received and reviewed. The patient underwent explant of the intraocular lens on (B)(6) 2015. The patient had an anterior vitrectomy performed during this explant procedure. Lens was replaced with a non amo lens, a size 21.0 diopter. Complication of vitreous prolapse. Patient was reported in excellent condition having tolerated the procedure well. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.